Event description:
During system diagnostics for pipetter motion errors, the field service engineer (fse) discovered a burnt stepper motor driver pcb (printed circuit board) on the access 2 system. The fse replaced the pcb and completed system check and noted the unwashed portion was out of specification. The fse then replaced the precision valve rotor, stator and spring in the precision pump, and completed adjustment to the precision valve - system check then passed the unwashed portion. The customer indicated there was no smoke or fire, and no erroneous patient results were generated. There was no operator injury or adverse effect associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the stepper motor driver pcb (printed circuit board). A definitive cause of the burnt pcb is unknown. (B)(4).